Event description:
Customer stated that they bottomed out and passed out recently. It was reported that the customer's insulin pump had a partial display. The customer also reported received a unexpected restart alarm as well as a external ram error. Customer's blood glucose levels at the time 267mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.